Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated the consumer reported that the tampon string pulled out/separated upon removal and the tampon remained inside the consumer's body. The provided information indicated that the consumer went to the ER to have the pledget removed.